Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead would not extend after multiple turns. When the lead was repositioned to an alternate location the helix "jumped" upon extension. The lead was unable to maintain placement and dislodged. At this time the physician requested a new lead. The lead was removed and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.